Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The patient was initially implanted with the ovation ix abdominal stent graft system to treat an abdominal aortic aneurysm (aaa). Approximately two (2) years post initial procedure, the patient was experiencing claudication (pain in the legs). An angiogram identified stenosis (narrowing within the main body of the stent). The physician successfully placed non - endologix stents and resolved the stenosis. The patients pulses in the legs improved and is recovering well.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned therefore no evaluation was completed. A clinical assessment of the reported event could not be completed due to a lack of receipt of relevant medical records and / or imaging. Several attempts were made to obtain medical records and medical images but medical records were denied as patient authorization is required and no response was received from the hospital for medical images. As such, procedure related harms, event determination, off label conditions, related patient harms and patient disposition could not be assessed. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. Corrections: h6: result code: remove code 3233. H6: conclusion code: remove code 11.